Event description:
During a procedure an excelsior sl-10 microcatheter was approached to the area of treatment with the aid of a synchro-10 guidewire. The subject device was advanced to the aneurysm, but it could not be detached. The subject device was removed from the patient's body. The patient was reported in good condition.